Event description:
The caller reported via phone call that the insulin pump began scrolling on its own, alarmed battery out limit, and no longer functioned. The caller stated that she was provided with the insulin pump by a doctor. The caller did not know the blood glucose reading. The caller was advised that since she did not own the insulin pump, troubleshooting could not be performed. She was advised to return the device to the doctor to have it returned to an employee to be processed for replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.